Manufacturer narrative:
Approximate age of device - 2 years, 8 months. Device evaluation: the explanted pump was returned for analysis. Upon disassembly of the returned device, a large thrombus formation was observed in the outlet stator. The thrombus lacked laminated layering, suggesting that it did not initially form in this location. The areas of denaturation on the thrombus as well as the contact marks present on the outlet portion of the rotor and the outlet bearing cup indicate that the thrombus was present while the pump was operating. Although a specific cause for the development of the observed deposition could not be conclusively determined through this evaluation nor the duration of its presence in the pump, the thrombus formation was occluding a significant portion of the blood flow path through the pump which could have contributed to the reported elevated ldh levels and hematuria. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted on an unspecified date with heart failure symptoms, dyspnea, and shortness of breath. The patient's inr goal was 2.0-2.5. The patient was being medically managed on octreotide and thalidomide due to previously unreported frequent gastrointestinal bleeding (gib). Upon admission, the patient demonstrated clinical symptoms of dark urine and a lactate dehydrogenase (ldh) level in the 4000 u/l range. An echocardiogram ramp study showed the aortic valve opening with every beat. A pump exchange was subsequently performed on (B)(6) 2016 due to suspected pump thrombosis. It was reported that the patient recovered well and was discharged home on (B)(6) 2016. Octreotide therapy was re-initiated but thalidomide was discontinued.